Event description:
It was reported through a law suit alledging that "one or more of the ray cages implanted in 2000 were not the appropriate size and/or type." Pt is experiencing pain and loss of quality of life and is allegedly unable to work.